Event description:
The customer reported the fluoroscopic image was black effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries and associate connections was evaluated and identified as requiring repair. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.